Event description:
On (B)(6) 2024, the complainant contacted leica biosystems with the following details: "over processed specimens, run ended at 9:47 pm in retort a on (B)(6) 2024, 32 blocks affected, protocol 1hr 33 min, hard to cut brittle, dry tissue. Dedicated 70% bottles are used, prostate cores and lymph node core bx affected. Run on retort b (fatty tissue completed without issues 6:25 am)". On (B)(6) 2024, the assigned leica field application specialist ii - core histology, west (fas) visited the complainant's site to assess the operation and function of the instrument and documented: "took hydrometer readings. All hydrometer readings matched the software within 3% except bottle 9. The software indicated 99.9% but the actual bottle contents contained 85% ethanol. Brief on-site log review revealed bottles 1 and 9 were refilled and properties were reset on (B)(6) 2024. 1 minute later bottle 9 was "topped off". The tech who topped off bottle 9 does not have recollection of removing bottle 9 and resetting the properties to default concentration. These property changes were made prior to starting affected run. Run log revealed that bottle 9 was used in the affected processing run as the last processing alcohol before going into the first xylene step. Bottle 4 reagent level was too high past the max fill line. Eosin is added to processing reagents. Air vent hole near paraffin chambers is clean and free of wax.. Retorts looked clean. Retort a's inside lid has eosin stain sprayed on it. External surfaces had some wax droplets but weren't terribly dirty. Some of the prostate needle biopsy cores were protruding from the surface of the paraffin block and the tissue looked to be partially cut through and exhausted. The bulging tissue cores felt hard and dry." The fas recommended to "change the contents of bottle 9 with 100% ethanol and reset the software or to edit the software to match the concentration of the bottle contents which was 85%. Remove the excess paraffin in wax chambers 1 and 2." The fas "dumped out the excess reagent from bottle 4. Recommended speaking with the tech who changed the reagents and let her know what happened. Explained that resetting the bottle properties without changing the contents will result in poor processing. Recommended to at the very least change bottle 11 as this was the first xylene used after the water contaminated alcohol bottle. Suggested it would be best to change all reagents used after the contaminated alcohol. Advised to run test tissues with each protocol to ensure tissue processes appropriately before running patient samples." The fas also provided updated information that the affected patient tissue samples were derived from 1 (one) "[protocol name]" protocol comprising 32 cassettes, which was executed in retort a with a start/end time & date of "start: on (B)(6) 2024 20:15 / end: on (B)(6) 2024 21:51". The type(s) and size(s) of the affected patient tissue samples were documented as "prostate and lymph node needle core biopsies. 2 prostate needle biopsy (pnb) cases and 1 lymph node (ln) biopsy case were processed. One pnb case could not be diagnosed but the other pnb and ln cases were diagnosed." And "< 1 mm in diameter", respectively. The tissue artefact was described as "the tissue was overprocessed, fried and dried out. After looking at the paraffin blocks. It appeared that the tissue swelled out of the paraffin. The cores could be felt protruding from the surface of the cut paraffin block." The affected tissue samples were not reprocessed. On 17 february 2024, leica biosystems melbourne received the following information from the assigned leica field application specialist ii - core histology, west: "one of the prostate needle biopsy cases could not be diagnosed and a re-biopsy was recommended, however, the pathologist does not know if a re-biopsy will be performed or not. The patient is scheduled for a follow-up visit with his doctor. It is also unknown if the state of the patient's health has been or will be affected by the event." On 21 february 2024, leica biosystems melbourne received the following information from the assigned leica field application specialist ii - core histology, west: "it has not been finalized as the status of a re-biopsy being performed is still unknown". On 09 march 2024, leica biosystems melbourne received the following information the assigned leica field application specialist ii - core histology, west received from the customer: "processing is satisfactory. Unfortunately, patient is not back yet." As at 14 march 2024, leica biosystems melbourne has not received information as to either the final status of the patient tissue samples involved in this event or the patient impact/outcome despite completing a demonstratable attempt to gain this information; however, information available indicates one (1) patient tissue sample was unable to be diagnosed. An age and gender were provided for the impacted patient.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the "[protocol name]" protocol comprising 32 cassettes, which started in retort a at 20:15 on (B)(6) 2024 and completed successfully at 21:47 on (B)(6) 2024, from which sub-optimal tissue processing was reported by the complainant. The root cause for the sub-optimal processing of patient tissue samples reported from the affected run was a use error which occurred at 08:33 on (B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in bottle 9 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica biosystems peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Due to the use error detailed, the reagent in bottle 9 (ethanol) with an ethanol concentration of 85% was used for the final dehydration step in the affected processing run. The minimum ethanol concentration of 98% is required for use in the final dehydration step of a protocol. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer has been scheduled to visit the site to assess the operation and function of the instrument in association with this complaint but had not attended at the time of this report.